Manufacturer narrative:
Within the last two years, this malfunction was reported to have been involved with an incident that caused or contributed to a serious injury or death. Although there was no report of serious pt injury as a result of this event, an MDR is being filed. Corrective actions were initiated at the time of the original reported event, these actions include additional surgeon training, improved technique and changing the anterior layer of mesh. This was the surgeon's first time using this technique in an open procedure. After the first 8-10 fasteners were deployed, it was noticed that the fastener was going through the mesh, into the abdominal wall without adhering to the mesh. The surgeon removed the mesh. The surgeon said the pt was not harmed and was recovering well after surgery.

Event description:
On (B)(6) 2010, laparoscopic hernia repair converted to open procedure. Surgeon reported "tack head going through the mesh." Mesh removed from abdominal wall. Pt not harmed and was recovering well from surgery.